Manufacturer narrative:
As per the additional information received, patient did not have 3156 model lead. As such, report MFR report 1627487-2021-13425 was submitted in error.

Event description:
Additional information received indicates that two 3186 leads were explanted and an extension was explanted, patient did not have 3156 leads.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2021-13487. Related manufacturer reference number: 1627487-2021-13488. Related manufacturer reference number: 1627487-2021-13575. Related manufacturer reference number: 1627487-2021-13576. It was reported that during an ipg replacement procedure (manufacturer report number:1627487-2021-13477 )intraoperative impedance testing revealed high impedance across the leads. As such, the leads and extension were explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.